Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the tip of the drill broke inside the patient's bone. The physician chose not to attempt to recover the drill tip. A backup device was available to complete the procedure.